Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards was notified that a 31mm valve implanted in the tricuspid position was explanted at implant because the leaflets were not working properly. The valve was replaced with another 31mm valve. Per obtained medical records, the patient was admitted to the hospital for tricuspid endocarditis with large vegetations. The patient was profoundly hypotensive at the start of the case and initiation of cpb. The initial 31mm valve did not coapt properly and there was a defect in the cloth portion of the sewing cuff, so it was elected to remove the valve. The second prosthesis was placed successfully. The patient was hypotensive, hypoxemic, and hypercarbic after cps refractory to high dose vasopressors/inotropes and high vent settings so it was elected to place her on central va ECMO. The chest was left open and packed. ECMO was removed on pod #3. The patient received a dual chamber ppm for ongoing complete heart block on pod #20. The patient was a (B)(6) year-old female with a history of ivdu and tobacco use.

Manufacturer narrative:
(B)(4). Device evaluation: the product was returned for evaluation. Customer complaint that "the leaflets weren't working properly" was confirmed due to observed suture loops. Suture track indentations were observed at the free margin of the leaflets 1 and 2 near commissure 2 and at leaflets 2 and 3 near commissure 3. Cloth imprints were observed on leaflet 1 near commissure 2. Xray demonstrated wireform intact. Sewing ring and cloth had multiple cuts around the valve. Additional manufacturer narrative: suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however,this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. A definitive root cause could not be determined; however, it is likely that surgical technique contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a 31mm valve implanted in the tricuspid position was explanted at implant because "the leaflets weren't working properly". The valve was replaced with a non-edwards porcine valve. Per obtained medical records, the patient was admitted to hospital with tricuspid endocarditis with large vegetations. After the 31mm valve was explanted at implant, the second prosthesis was placed successfully. The patient became hypotensive, hypoxemic, and hypercarbic after cps refractory to high dose vasoperssors inotropes, high vent settings so it was elected to place her on central va ECMO. Chest was left open and packed. ECMO was then explanted and the patient was on ventilator due to respiratory failure. The patient received a dual chamber cardiac ppm for ongoing complete heart block.